Event description:
This event is being reported as part of a bulk data release provided to medtronic from the society for vascular surgery - patient safety organization tevar dissection surveillance initiative. This data has been provided to medtronic by a third party (m2s) and is limited and de-identified. On an unknown date in 2015, a valiant captivia stent graft system was implanted in a patient for the treatment of a thoracic aortic dissection. The following adverse events and device malfunctions were observed: dysrhythmia, bilateral ischemic stroke, pneumonia, re-intubation, aneurysm enlargement. No further information is available for this event.

Manufacturer narrative:
(B)(4).